Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files; the controller event log file showed the activation of backup battery fault (bbf) alarms from (B)(6) 2026 - (B)(6) 2026. The alarms resolved and reactivated multiple times in the log file. The alarm was active due to the backup battery not passing its load test and was intermittently active through the end of the file. The backup battery did not pass the load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The controller¿s ability to operate the pump was unaffected by the alarm. The root cause of the backup battery fault alarm could not be determined via this investigation. A corrective and preventative action was initiated to investigate backup battery faults. The patient remains ongoing on heartmate system support with no further issues reported. The device history records were reviewed for the system controller (serial number: hsc-089518) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number sz034303, was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having unresolved emergency backup battery (ebb) fault alarms. They occurred (B)(6) 2024 and resolved with a self-test, occurred again (B)(6) 2025 and cleared with battery re-seating, and returned (B)(6) 2026, and would not clear. The site stated the system controller and modular cable would be exchanged. The event log file captured intermittent ebb fault alarms throughout the log. Technical services stated it appeared the ebb was failing the load test, resulting in these faults. It was stated the modular cable was exchanged because of wear and tear to it. It had been rescue taped extensively.